Event description:
Caller reported a false positive troponin (tni) result. Edta plasma. Time: 8:00am; ckmb: 5.2; myo: 82.2; tni: 0.94, time: 8:40am; ckmb: 4.5; myo: 41.0; tni: 1.35. Samples that were taken at the same time as the edta plasma were also run on roche hitachi elecsys 2010 with a <0.01 result on both samples.

Manufacturer narrative:
Investigation pending.